Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while locked and detached from one leaflet resulting in increased mr. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed at a2p2. Post deployment it was noted the clip opened approximately 10 degrees. The procedure was completed with the mr reduced to 1. One day post procedure a follow up echocardiogram noted the clip had opened approximately 90 degrees and the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Mr increased to 4. A second procedure was performed on (B)(6) 2022. It was noted the clip had embolized to the apex of the heart in the left ventricle (lv). The decision was made to leave the clip where it was in the lv as it was sitting on the bottom of the lv and not moving. Two additional clips were implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. A cine was reviewed by a staff engineer clinical r&d, and the reviewer stated that the cine noted the reported clip appears to be opened to ~60° and demonstrating significant movement throughout the cardiac cycle. While the clip arm angle cannot be confirmed and is based on visual assessment with the naked eye, it is evident that the clip arms have opened to a larger degree. Based on the rapid but repetitive movement of the clip, in addition to the observation of the single gripper arm, the video confirms the reported details that the clip experienced an slda. No video evidence of the reported complete clip detachment (ccd) from the leaflets was provided. The reported recurrent mr appears to be related to the slda. Embolism and subsequent foreign body in patient were due to the clip expulsion. Mr and embolism are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. The investigation determined the reported clip expulsion appears to be a cascading effect of the reported slda. The slda appears to be related to the reported clip opened while locked. The investigation determined the reported clip open while locked appears to be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.